Manufacturer narrative:
This supplemental report is being submitted to provide an update on field h4. Updated fields: h2, h4 and h11.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited a noisy image and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.